Manufacturer narrative:
On 07/15/2015 coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4). On 10/22/2015 investigation summary report: review DHR: inspect returned samples. The returned sample was a warranty repair item. The returned instrument was reviewed by a service and repair technician and found the punch needed to be sharpened (see repair order (B)(4)). This part is purchased from a supplier and is packaged at coopersurgical. This particular instrument was packaged in nov. 2014 and sent to the customer in dec. 2014. A review of the DHR (B)(4) did not find any abnormalities. A review of two year complaint history found two similar complaints. The punch is a known wear item from use and requires sharpening.

Event description:
"Punches dull/doctor unable to get good sample." "Patient had significant pain and bleeding trying to get a biopsy." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Punches dull/doctor unable to get good sample." "Patient had significant pain and bleeding trying to get a biopsy." (B)(4).